Event description:
It was reported that the right ventricular (rv) lead of this cardiac resynchronization therapy pacemaker (crt-p) system exhibited noise. It was noted that the noise could be reproduced with isometric testing as well as in both unipolar and bipolar configurations. There was oversensing but no pacing inhibition greater than two seconds. All other lead measurements were stable. No adverse patient effects were reported. Currently, this crt-p remains in service. According to additional information, this device was explanted electively for normal battery depletion (nbd). Another crt-p was successfully placed. This product was received by boston scientific and a full investigation will be performed.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the right ventricular (rv) lead of this cardiac resynchronization therapy pacemaker (crt-p) system exhibited noise. It was noted that the noise could be reproduced with isometric testing as well as in both unipolar and bipolar configurations. There was oversensing but no pacing inhibition greater than two seconds. All other lead measurements were stable. No adverse patient effects were reported. Currently, this crt-p remains in service.